Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac), the customer reported that staff saw an error code; however, the code was not recorded. The customer replicated the reported issue and there were no error codes observed. The customer stated that the issue occurs intermittently when trying to replicate the issue a second time without success. Tac confirmed with the customer that the lamp count was at 0 and the customer confirmed the lamp was replaced two weeks ago. It was recommended that the unit be sent in for evaluation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main lamp on the light source was blinking and making a clicking noise 3-15 times upon initial lamp ignition from standby. The issue occurred during an unspecified diagnostic procedure. The lamp remained on after the blinking stop and the procedure was completed. There were no reports of patient harm.